Event description:
It was reported that the patient's surgery was extended 45 minutes due to the drill guide missing the mark several times. The surgeon utilized another technique in order to complete the surgery.

Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device shows no obvious signs of damage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our product development team noted the probe functioned and tracked properly. Trying to target with the probe reversed within the nail will cause inaccurate targeting and a completely missed nail. This can compound the problem with subsequent attempts to drill as it is quite easy for the drill bit to skive and try to follow the previous incorrect drilled hole(s). At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.